Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of their insulin pump with a blank display. Customer states to have tried to remove battery and reset, but display remains blank. The customer's blood glucose level was 463mg/dl. The high levels were reported to have been treated with a manual injection. Troubleshooting was conducted. The device returned and passed the self-test. The customer was advised to monitor the device and call back if issues reoccur.